Event description:
A nurse reports that a scratch was noted on the surface of the introcular lens following insertion. Enlargement on the incision was required to accommodate removal and replacement of the lens. The pt had an excellent outcome.